Manufacturer narrative:
Additional information: d9, h3, h6, h11: h11: the device was received for evaluation. An event history log review was performed, and it was determined that multiple upstream occlusion alarms occurred during the infusion period; however, upstream occlusion alarms, similar to air in line alarms, may be triggered by factors other than an intrinsic device malfunction, including external line kinking, catheter resistance, patient related conditions, or environmental and handling factors. As such, the presence of these alarms alone does not conclusively indicate a pump hardware failure. During functional testing, infusions were run to completion without interruption or abnormalities. The device was tested for flow accuracy, and it passed. The reported problem 'under infused ' could not be confirmed during evaluation. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused propofol during patient therapy. Over two (2) hours the patient was observed to be increasingly agitated, eventually leading to hypoxia and hypertension. The nurse attempted to troubleshoot the cause of the agitation, including starting new IV¿s and giving the patient boluses of versed. The pump never alarmed to indicate an infusion issue. At the start of the nurses¿ day shift while assessing the situation a ¿30 near complete alarm¿ was noted. Soon after, the pump alarmed for an upstream occlusion. Upon assessment, the nurse found that the tubing had twisted and become kinked above the pump, with blood backed up into the IV. There was significantly more propofol in the bottle than what the pump indicated. Patient outcome was not provided, and no additional event details were received.